Event description:
The subject catheter was returned for analysis and the initial device investigation revealed that the subject catheter ptfe polytetrafluoroethylene inner lining was peeled. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the subject microcatheter was returned with a stent loaded on the stent delivery wire (sdw) within the microcatheter. The sdw was retracted through the microcatheter, and the stent was deployed at the hub indicating that the stent was still loaded on the sdw at the time of return. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene ptfe) present on the stent. During functional inspection, the microcatheter shaft was able to be flushed. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.0158" patency mandrel was able to be completely advanced through the microcatheter, resistance was noted where the stent was located. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. It was reported that the physician found that the stent could not be delivered through the subject microcatheter. During analysis, the subject microcatheter was returned with a stent loaded on the stent delivery wire (sdw) within the microcatheter. The sdw was retracted through the microcatheter, and the stent was deployed at the hub, indicating that the stent was still loaded on the sdw at the time of return. There was an unknown material (possibly some sort of tubing like ptfe) present on the stent. The microcatheter shaft was able to be flushed. A 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. A 0.0158" patency mandrel was able to be completely advanced through the microcatheter, resistance was noted where the stent was located. Based on a review of all available information and the analysis of the returned device it is probable that the catheter shaft was damaged during manipulation of the device during the procedure when transferring the stent. It is probable that there may have been movement of the stent introducer sheath during the transfer attempt, causing the difficulty to transfer the stent. An assignable cause of procedural factors will be assigned to the as reported 'device problem unknown/unclear' as well as the as analyzed 'catheter ptfe inner lining peeling' and 'catheter shaft friction' as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.